Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2016-03645 and 2015691-2016-03693.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the xt valve paravalvular leak (pvl) cannot be confirmed, as no additional details were provided. Patient screening and intra-procedural images were not available to edwards lifesciences for review. Based on the available information, vascular plugs were placed in the ncc and rcc areas, which slightly reduced the pvl to mild-moderate. It is possible that the xt valve pvl was a result of suboptimal apposition of the xt valve to the aortic annulus due to some unknown patient factor (i.e. Annular calcification or elliptical annulus shape). There was no allegation or indication of that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, on post-operative day (pod) 1 after the implantation of a 26mm sapien xt valve, an emergent valve-in-valve procedure and placement of vascular plugs were performed due to paravalvular leak (pvl). Pre-deployment, the 26mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v) via transapical approach. The xt valve landed in a 70/30 a/v position and was reported to have ¿more than mild¿ paravalvular leak (pvl). Post dilation was performed and final paravalvular leak (pvl) was less than mild. Then on post-operative day (pod) 1, the patient became hemodynamically unstable, which was determined to be caused by the pvl. Emergent valve-in-valve procedure was performed via transfemoral approach. A 26mm sapien 3 valve was deployed in the first xt valve with 2ml more than nominal volume. The pvl was slightly reduced but it was not effective enough. Amplatz vascular plugs were placed in the non-coronary cusp (ncc) and the right coronary cusp (rcc) positions. The pvl was slightly reduced but still evaluated as mild-moderate, and blood pressure remained low. Around 4 am on pod 2, the patient was transferred from the operating room with percutaneous cardiopulmonary support (pcps). Before noon on pod 2, pcps was removed. The patient was under follow-up observation. On pod 5, the patient passed away due to cardiogenic shock. It was reported that there was no problem with valve function except for the pvl. As per the clinical specialist, it was uncertain whether the pvl had increased since the post-procedural evaluation. The pvl was evaluated to be approximately moderate. It appeared as similar as the original post-procedural evaluation. The aortic annulus area measured 510-520mm² with moderate valve calcification. The sinotubular junction diameter measured 24-26mm with circumferential calcification. The sinus of valsalva (sov) diameter measured 32-33mm with moderate calcification.